Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and an overheated solid state relay (ssr) was found on the accomp printed circuit board (pcb). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing but failed functional performance specification due to the reported issue. A test article accomp pcb was installed and a short simulated therapy was successfully performed. Upon conclusion of the investigation, the reported condition was verified. The cause of the condition was determined be a malfunctioning accomp pcb due to an overheated solid state relay. The accomp pcb was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an electrical burning odor. The patient was connected at the time of the event. This occurred during dwell three of four of peritoneal dialysis therapy. The technical service representative advised the patient to end therapy. The patient would finish therapy with manual supplies. The technical service representative discussed use of continuous ambulatory peritoneal dialysis (capd) until the homechoice was swapped. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.